Event description:
A customer reported the cutter would not move during surgery. The issue was resolved once the probe was replaced and procedure was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).